Manufacturer narrative:
A2): patient''s date of birth unk a4): patient''s weight unk b7): other relevant history unk d4): lot number, expiration date n/a for this system d10): no concomitant devices were in use, since the procedure had not yet begun. H3): the system was evaluated on-site by field service engineer. The system was exhibiting low max energy <3 months (low energy output, requiring the gas to be exchanged within the system). A gas exchange and anti-reflective (ar) windows replacement (routine service process) were performed. After repair, system calibration was successful and proper system operation was verified. Recommended action is to replace the laser system. H6): after evaluation, investigation and repair were complete, low max energy (low energy output) was determined to be the cause of the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. The patient was prepped and placed under general anesthesia. The plan was to use a laser catheter powered by a spectranetics cvx-300 excimer laser system. While attempting to calibrate the catheter, the system displayed a power error, and the service light was illuminated, rendering the system inoperable. Despite having other available means to treat the patient, the physician opted to cancel the procedure, with plans for treatment when the system is operable. The patient was awakened from anesthesia, with no reported harm. This report captures the cvx-300-p terminal system failure, requiring intervention and resulting in a delay of procedure.